Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. " I plan to revise both the tibia and the talus. With as little further bone resection as possible. Both sides will use in bone implants. The flare has occurred within 1 year from the index surgery, so I suspect it¿s due to poor implantation. I don¿t know what happened at index surgery as this was done elsewhere."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.